Manufacturer narrative:
(B)(6). Concomitant medical products: antiplatelet therapy included aspirin 100mg/day: (B)(6) 2014 - ongoing, clopidogrel sulfate 75mg/day: (B)(6) 2014- ongoing, heparin 4000u was administered intra-procedurally. Complaint conclusion: the device was not returned for analysis. In addition, a sterile lot number was not provided; therefore, a review of the manufacturing documentation could not be performed. This is 1 of 2 devices associated with this complaint with associated manufacture report numbers: 1058196-2014-00139 and 1058196-2014-00140. The failure reported by the customer as the enterprise becoming stuck in the prowler select plus microcatheter was not confirmed and could not be conclusively evaluated since the stent was already deployed (outside introducer) and the microcatheter was not returned for analysis. Analysis and DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The cause of the event experienced by the customer could not be determined; it is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior shipment. Since there was no evidence of a manufacturing issue, no corrective actions will be taken. This is an initial/final MDR report.

Event description:
During stent assisted coil embolization of the m2 segment of the left middle cerebral artery aneurysm, when the physician was advancing a enterprise vrd (enc452812/10233429) in an unspecified prowler select plus microcatheter (catalog and lot unknown), the enterprise got stuck at the distal end of the prowler select plus. As no portion of the enterprise was exposed from the microcatheter tip, both the enterprise vrd and the microcatheter were safely removed as a unit from the patient, and the enterprise vrd was replaced for a new product (enc452812, lot unknown). The stent did not prematurely deploy during the procedure. It is unknown if the microcatheter was replaced or not. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. No information regarding the implanted coils was provided. During the procedure, jailed technique and trans-cell technique were utilized. The unruptured aneurysm neck was 6.0mm, and the neck to sac ratio was 6.0mm:12.0mm. The parent vessel size diameter proximal was 3.6mm and distally was 2.8mm/3.1mm. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available and procedural images are not available.